Manufacturer narrative:
A ge service representative performed an on site investigation. The fuses were reseated during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported the system shut down during a case. They rebooted the system and the system worked the remainder of the case. There is no report of death or serious injury associated with this complaint.